Event description:
The customer reported a problem with the transducer drifting and because of this situation the patient was over medicated. The patient's condition was stabilized and is satisfactory with no adverse event.